Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was not reproduced. Electro-magnetic interference was suspected to have caused the noise but was not confirmed. No further intervention was performed and the patient was stable and will continue to be monitored.